Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial output was unable to be adjusted and attributed it to the encoder flex being out of specification. Analysis also found that the upper and lower cases, both bail covers and the battery drawer were broken, that the battery contacts were compressed and the keyboard was scratched. All affected parts were replaced. (B)(4).

Event description:
It was reported that the atrial output was unable to be adjusted on the external pulse generator. It was further reported that the battery voltage was out of specification. Call-taker asked the caller to measure the output and then see if the measurement would vary but not the numeric value displayed on the generator. The measurement and dial set point equaled the same. The generator was returned for service. There was no patient involvement.